Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. Customer declined further troubleshooting with technical support. Additional information was not provided.